Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and two other complaints were identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error or patient factors. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant/crown became loose and had to be tightened/adjusted on (B)(6) 2023. Tooth number: 3 universal.

Manufacturer narrative:
(B)(4).